Event description:
The customer reported that while the unit was in use on a pt, the unit's digital pressure readings did not match the reference trace numbers, and the highlighted area of the pressure trace was indicating early inflation time. The pt was switched to another unit and therapy was continued. No pt injury was reported.